Event description:
The customer reported via phone call that the inslin pump experienced keypad failure according to electrostatic treatment. The customer's blood glucose was normal and did not require medical treatment. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.